Event description:
The customer states that the cell-dyn sapphire analyzer was operating normally when processing samples in auto-loader mode when the customer noticed a burning smell from the inside of the analyzer. The customer was advised by the customer technical advocate (cta) to shut down the analyzer and wait until a service rep was called to troubleshoot the issue. The service rep noted that in comments that smoke was emitting from the power supply in the date station of the analyzer. No flames were observed and smoke detectors did not trip. There was no personal injury due to this issue. There was no reported impact to pt results or pt management due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.